Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms occurred during the load sequence. During troubleshooting with technical support, pump reset information was provided and caller was able to load a new cartridge and resumed insulin therapy. There was no reported adverse impact to the customers blood glucose level.